Event description:
It was reported that during a lap appendectomy procedure, the stapler was fired; however, after the first firing, the knife blade did not return to the home position. The battery was replaced, and the manual release was used to retract the blade. Due to stapler articulation, the device could not be straightened after manual release, requiring removal of the stapler along with the trocar, followed by trocar replacement. The staple line was observed to be intact. No patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4) date sent: 5/6/2026 d4: batch #a9944u. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage, with an unknown trocar inserted in the device, and with a gst45b reload loaded on the device. The reload was received partially fired 4/5. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The event described of incomplete articulation homing, would not knife home, difficult to open, instrument compatibility could not be confirmed as the articulation mechanism was totally functional during functional testing. Once the device completed the firing sequence the knife returned home as intended. The device opened and closed without any difficulties noted. No issue related to instrument compatibility was noted. The device can be introduced/removed through the trocar. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9944u, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.